Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor high current draw. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during the fill tubing process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.